Event description:
An acl using a biocryl screw was performed in 2003. Eight days later the pt was re admitted to infection of the operation site (the infection was not in relation to the mitek product). Arthroscopic inspection of the operation site showed infection and also, by chance, a splinter (a few mm) of the biocryl screw was found in the joint, neither the splinter in the joint or the mitek product has been seen as a root cause of the infection, but the splinter may have contributed to the pain the pt had due to the infection. In 2003 the acl and the blocryl screw (during removal it broke into 5 pieces) and the splinter were removed to cure the present infection.